Event description:
It was reported the package wasn't sealed completely. The issue was detected prior to patient use. No patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, partially opened hemodialysis kit for analysis. The lidstock was opened at the bottom right corner of the tray. The tray was completely sealed in all other locations along the tray. Visual analysis revealed that the kit lidstock was partially opened in the bottom right corner of the tray. It was noted that adhesive residue was present along the lip of the tray at the opened area. This confirms that the seal between the tray and lidstock was completely intact during manufacturing. The packaging facility was contacted as part of this complaint investigation. They indicated that they have not seen this failure mode before and that the seal appears to have been intact. They also indicated that all trays are 100% inspected according to manufacturing instructions for molding of trays. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a sterility breach was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the tray was opened. Despite this, the seal around the lip of the opened section was completely present and intact. Confirmation from the packaging facility confirmed that the trays/kits are 100% inspected for this type of damage. Based on the comments from packaging and the appearance of the seal around the lip of the tray, the damage likely occurred after the kit was packaged; however, as it is unknown if this occurred as a result of storage/shipping or from handling by the customer, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature. *annex c code chosen was c22 as there is no code for sterility breach that is not manufacturing related. The description for c160501 (packaging compromised) fits; however, it is a sub code under c16 (manufacturing process problem) and this was determined not to be manufacturing related.

Event description:
It was reported the package wasn't sealed completely. The issue was detected prior to patient use. No patient involvement.